Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Voluntary distributor report the sales representative reported on behalf of the customer that the device, sb534, mini endo pocket bag 3x4 10/sc was being used on (B)(6) 2021 during a robotic assisted laparoscopic cholecystectomy procedure and ¿while using 5 mm conmed bag for robot chole bag deployed correctly and cinched to contain gallbladder. Bag came out without difficulty through port site. When examining the abdomen before taking camera out noticed black piece of bag in abdomen. Piece was taken out. Did not see any other pieces in abdomen. The doctor examined bag and pieces to make sure everything was out. Exploratory laparotomy to ensure no components left inside cavity.¿ there was no injury or impact to the patient. The procedure was completed with no alternate device and there was a 5 minute delay. Further assessment found that the surgeon looked through the laparoscope to examine the cavity. The procedure did not convert to open and successfully completed laparoscopically. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.